Event description:
The patient reported that they have been experiencing atrial fibrillation since the implant of their new device. The patient also reported that they tried shocking them out of the atrial fibrillation at the hospital; however, the symptoms returned after 20 minutes. Follow up could not be obtained to determine if the patient symptoms were device related. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.